Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84912.

Event description:
Customer reported that she has been hospitalized 5 times since summer of 2013 due to high blood glucose and dka. Customer stated that she passed out, paramedics were called and customer was transported to the hospital. Customer blood glucose reading was over 800 mg/dl when paramedics arrived. Nothing further was reported.